Event description:
The patient contacted lifescan and reported that their one touch ultra meter kept giving the error 5 message. There is no allegation of harm or serious injury. During troubleshooting the patient reported that this was a new product. They were asked to descirbe their testing technique and it was verified to be correct. The condition of their test strips was also good. They were asked to retest on the meter, but the issue persisted and the error 5 message appeared on the display. The patient was not experiencing any symptoms at the time of concern. They had received diabetes treatment advice from a medical professional, but was not given any treatment. Based on the information provided, there is an indication that the product has malfunctioned since the error 5 issue was not resolved with troubleshooting. However, there is no information to suggest that the patient experienced any injury due to the product. Therefore, this case is reported as a meter malfunction. A replacement meter, control solution, and test strips were sent to the patient.